Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic procedure, upon gastrointestinal surgery suture of soft tissues at intestines, the device's thread broke. This occur when they sutured and closed the soft tissue at the later stage of the surgery. Continuous stitching was the technique employed and this was classified as absorbable suture. Another new same type of products to complete the operation. The patient was alive with no injury.